Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using alaris smartsite extension set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: material #: 37262e, batch/lot #: 21095584. It was reported by customer that extension set are leaking. Nurses complain they are leaking. They noticed the ends of the tubing have two different styles.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-07. H6: investigation summary: one unused sample was received and tested by our quality team. The set was still in the original packaging and upon initial visual inspection, there were no issues. The set was subjected to multiple infusions and no problem was detected. An attempt was made to force leak using a syringe and applying more pressure than would be used in a clinical setting. There was still no leak after attempt to force one. The complaint could not be verified and the root cause remains unknown. A device history record review for model 37262e lot number 21095584 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27sep2021 . There were no quality notifications issued for the failure mode reported by the customer during the build of this set. H3 other text : see h10.

Event description:
It was reported while using alaris smartsite extension set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: material #: 37262e. Batch/lot #: 21095584. It was reported by customer that extension set are leaking. Nurses complain they are leaking. They noticed the ends of the tubing have two different styles.